Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Type of investigation code: b18 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, b2, b3, b5, b6, b7, section c. Suspect product, d1, d4, d6a, g4, h4, h6, h8,

Event description:
Healthcare professional additionally reported the patient was injected in the nasolabial folds with 1ml of juvéderm vollure¿ xc. Two days after the patient experienced ¿an abscess on their nasolabial fold¿. Three days late the patient was treated with amoxicillin and another three days later the hcp performed an ¿ind culture¿ and the results were negative. About one week later the symptoms resolved but the event led to permanent damage. Patient has a deep volume loss in injected area. Patient left nasolabial were fold as well right. Left nasolabial washed with etoh, h&d, puracyn-plus then injected w/ lidocaine at entry point and 25g blunt catheter. No bleeding , pain or any other complications occurred. Device has been discarded. Symptoms has been resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm product. The patient experienced an abscess on their nasolabial fold. Symptoms status is unknown.